Event description:
Customer reported that batteries did not last as long as they should have in the insulin pump. Customer also reported receiving a failed battery test alarm. The blood glucose reading was 340 mg/dl. Customer treated the high blood glucose with the insulin pump. She stated that the battery cap contacts were not missing or damaged and that the battery compartment and spring were not damaged or corroded. Customer stated the batteries were not previously used that there were no unattended alarms on the insulin pump. Customer declined troubleshooting for high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.